Event description:
Rep reported that device remains in patient.

Manufacturer narrative:
Continuation of d10: product ID: 3778-75, serial# (B)(6), implanted: (B)(6) 2012, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient wanted to proceed with the ins replacement, however they wanted to leave the lead as is since they were receiving good therapy from it.

Manufacturer narrative:
Continuation of d10: product ID 3778-75; serial# (B)(6), implanted: (B)(6) 2012. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 08-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that an x-ray was ordered. The hcp notified the rep of the x-ray findings while visiting with the patient for the first time to consent him for his ins replacement. The rep ran an impedance check and the results appeared normal. Currently there were no interventions planned for the lead. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said his device "expires" april 4th so they has been in communication with their physician. Pt said yesterday the physician may have noticed something with a lead being loose so getting their new ins may take extra time. The pt was wondering if there was a way to extend the life of the current ins. Pss reviewed that there currently is not a way to do that and redirected back to their physician to further address the issue. The rep later reported that per x-ray, electrode #7 appears to have migrated to a different position on lead but yet impedance results don't show a clear open or short circuit with #7. Tss reviewed that impedances with #7 were slightly lower than expected and that other impedances for system were slightly higher than expected. Th patient was getting good stim and not using #7 electrode for programming. The patient was due to have replacement of ins because the patient was at a routine eri on his ins and pt will be reaching eos on (B)(6) 2021. Technical services (tss) reviewed that an overdischarge can potentially extend the eos date of ins but the patient didn't recall ever having an overdischarge event. Pt has rsd and doesn't want to lose his stim. Pt prefers just having his ins replaced and not to have his lead changed out since pt getting good therapy but hcp has mentioned the consideration of replacing lead. Tss and caller did discuss possibility that lead could break off at #7 electrode area if they decided to replace this lead. Caller mentioned one correction to his original report, that being that the hcp did not actually see the patient on (B)(6) 2021 as reported but that was the first time the hcp looked at the pt's xray and noticed the misplacement of the #7 electrode.